Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2016 that the patient experienced continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. Sensor was inserted on (B)(6) 2016. It was reported that the sensor was worn beyond seven days. Labeling indicates: dexcom g5 mobile sensor sessions last seven days. At the time of contact, no injury or medical intervention was reported.